Event description:
A philips employee became aware of a journal article (published online 10jul2017) ¿neointimal modification with scoring balloon and efficacy of drug-coated balloon therapy in patients with restenosis in drug-eluting coronary stents: a randomized controlled trial¿. The study retrospectively aimed to compare neointimal modification with scoring balloon pre-dilation before drug-coated balloon (dcb) versus dcb standard therapy in patients presenting with drug-eluting stent (des) restenosis. A total of 252 patients with clinically significant des restenosis were enrolled in the study between april 2005 and april 2006. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 4 myocardial infarctions and 20 patients that required target lesion revascularization due to restenosis (MDR #3005462046-2026-00024). Additionally, 2 patients experienced death at follow-up; however, the cause of death was not reported in the article (MDR #3005462046-2026-00025). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10jul2017 has been used, the date of publication. Kufner, s, joner, m, schneider, s. Et al. Neointimal modification with scoring balloon and efficacy of drug-coated balloon therapy in patients with restenosis in drug-eluting coronary stents: a randomized controlled trial. J am coll cardiol intv. 2017 jul, 10 (13) 1332¿1340. This report captures the deaths that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 69.4 years for angiosculpt group. A3a) patient sex - 100 males, 25 females for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, death is listed as possible complications with use of the angiosculpt ptca scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.